Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527391m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year old female ((B)(6) lbs) patient underwent an atrial fibrillation (afib) ablation procedure with thermocool¿ smart touch¿ sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. During an afib case, a small pericardial effusion was noticed at the start of the case and was being monitored. After a while a significant drop in blood pressure was noticed. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and it is unknown how much fluid will be extracted, so far there have been 300-400 cc that was removed and put back. The patient was reported to be in stable condition but still being attended to by the physician. The physician reported having heard a steam pop while ablation but is unsure if that or the prior small effusion ended up being the reason for it. Extended hospitalization was required for monitoring. The patient was discharged 3 days later. Additional information received indicated the adverse event was discovered post use of biosense webster products as the sheaths were being pulled. The physicians opinion on the cause of this adverse event is that it was that the patient had a small effusion noted prior to case star, but unsure if the effusion worsened due to patient condition or possibly from the procedure. The patient has been reported as fully recovered and post procedure echo was normal. A transseptal puncture performed with a brk extra sharp needle. Irrigation catheter was used with high flow setting of 15ml/min when ablating over 30w. Low flow of 8ml/min when ablation under 30w. No error messages were observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. Visitag module was used and the parameters for stability were used: tag size: 3, range: 3mm, time: 3s, force over time (fot) 25% at 3g, respiration adjustment checked and color options were used prospectively were tag index.

Manufacturer narrative:
It was reported that a 63 year old female (261 lbs) patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. Device evaluation details: on (B)(6) 2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)